Event description:
It was reported that the echocardiogram and ramp study results were normal. The patient was newly diagnosed with aggressive stage IV cancer which was noted to have caused the reported elevated lactate dehydrogenase (ldh). The patient is receiving chemotherapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, the account later communicated that it was caused by cancer. The submitted system controller event log file contained approximately 90 minutes of data on (B)(6) 2021. No notable events were captured, and the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists all potential adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient implanted with hm3 (heartmate 3) on (B)(6) 2021, had elevated lactate dehydrogenase (ldh) for couple of weeks prior to (B)(6) 2021. Patient has new pulmonary nodules and it was originally thought that ldh rise was related to cancer. On (B)(6) 2021, the ldh was above 2000. A right heart catheterization was done and revealed low cardiac output. Patient was started on milrinone with plans to do a bedside echocardiogram(echo) with ramp study. Log file analysis showed mainly low speed advisories due to pump speed at 5000 rpm being manually set below the low speed limit of 5200 rpm. These alarms lasted from the beginning of the log at 10:02 am until 10:06 am. In addition, the log file indicated that the patient had not been connecting to the power module/mpu (mobile power unit). This suggested that the patient was sleeping on battery power. There were no other unusual events recorded in the log file event history.